Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic for a routine follow up. During device interrogation, failure to capture was noted on the right atrial lead. The patient was asymptomatic to the event. The lead was repositioned on 20 feb 2020. The patient was stable before, during and after the procedure.